Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the sensor cannula was missing.. The customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. The customer was advised that the sensor is being replaced and is expected to return for analysis.